Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead was told that the system was a magnetic resonance imaging (MRI) conditional, however, the hospital disagrees. The patient was told of having a bad lead in the upper chamber and that it was unipolar. Boston scientific technical services (ts) referred patient to the cardiologist as well as the hospital for details regarding the exclusion for MRI. To date, this lead remains in service. No adverse patient effects reported.